Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found an issue with the cable cover which enabled activation of the foot pedal and prevented the table locks from engaging. The fe fixed the cover to the floor and verified that the table locks were performing according to specifications.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no patient involvement nor injury reported. The site discovered the issue during its qap testing. This situation could contribute to an injury if a patient or operator were unaware of this condition, while loading a patient. The ensuing instability could lead to a fall.